Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reports when he is interrogating patient's ins, he is able to "download" the information up to 80%, at which point the patient receives a shocking sensation in his ribs, legs, and stomach. Rep also reports patient intermittently feels this shock twice daily while walking around. Rep reports patient was re-programmed in (B)(6) 2021 following a battery recovery. Tss had rep run impedances. Rep reports electrodes 2 and 3 are used and with 3 as the reference, the range is 942-1753. With 2 as the reference, the range is 903-1663. Rep reports he does not suspect lead migration, although the patient's last imaging was completed in 2017. Tss advised rep to re-program patient and test walking around in the clinic, followed by imaging to confirm no lead migration. Cause was not determined; the ins periodically ¿shocks¿ the patient a couple of times a day. When rep interrogated the ins with the samsung tablet while the ins was ¿on¿ the patient was ¿shocked¿. In order to interrogate the ins the patient turned off the ins with the patient controller then rep interrogated the ins. X-ray was taken after our patient meeting. Rep spoke to the patient this week and he doesn¿t know the results of his x-ray. Patient has a meeting with the implanting surgeon on (B)(6) 2023 that rep will attend in order to get more information. Patient has a meeting with the implanting surgeon on (B)(6) 2023 where they will discuss an ins revision and possible lead revision. Issue not resolved; a revision is likely needed. Rep reported that patient¿s device is being replaced on (B)(6) 2023 due to the shocking issue. The explanted device will be returned.

Manufacturer narrative:
H3: product ID 97714 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.